Event description:
It has been indicated by the customer that all electrical bed's functions are responding, except from the CPR. When the CPR button on a handset is pressed, the leg section is lowering, however the backrest section is not. No injuries have been reported.

Manufacturer narrative:
(B)(4). Additional information will be provided following the visit at the facility by sales and service technician and conclusion of the investigation. (B)(4).